Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic, the device was able to be interrogated through inductive telemetry but unable to be interrogated by rf telemetry. A software download was attempted, but unsuccessful. The physician elected to take no action other than to schedule the patient for in-clinic visits every 6 months. The patient was fine before, during, and after the event.